Event description:
A customer observed imprecise vitros phyt slide qc fluid results on the vitros 5, 1 fs analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the precision of the system with this assay did not perform as expected. The customer moved to another lot of phyt slides and ran a precision evaluation which showed acceptable performance. The customer did not have any remaining inventory of the suspect lot which showed increased imprecision to continue the investigation. An alternate phyt slide lot performed within expectations. The root cause of the imprecise phyt results could not be determined.